Event description:
According to the reporter: a piece of metal broke off approx 5x6 cm and fell into the pt's cavity. The broken piece was retrieved after a portable x-ray showed the piece was in pt's right abdomen. Add'l info requested.

Manufacturer narrative:
(B)(4).